Event description:
Pt received ER treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt has reduced her basal insulin delivery rate and has continued to use the pump with no subsequent reported events.